Event description:
Device malfunction: premature deployment, time of malfunction: during preparation, symptoms/ae: none. It was reported that during preparation of the stent delivery system, the physician flushed the catheter and 4mm of the stent deployed. The stent was not used. The procedure was completed with a non-abbott stent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.